Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (insulin on board (iob) calculation) issue. The reporter stated that the patient had a blood glucose (bg) of 2.8mmol/l with severe dizziness, severe headache and seizures. Customer support (cs) completed troubleshooting and the iob is not showing up on bolus total screen. Cs confirmed that the iob feature was not turned on. This report is being reported due to the bg excursion the patient experienced.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2017 with the following findings: the pump was returned with iob set to enabled and duration set to 4.0 hours. A review of the total daily dose adds up correctly. The last basal delivery was on (B)(6) 2016. The pump has an unresponsive up arrow key. Moisture ingress was confirmed in the pump.